Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the sheath melted on second use. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes for the reported failure involving this device could be due to the probe is not isolated from the patient when activated. The probe is activated while irrigating or aspirating fluid, the sheath is extended or electrosurgical probe is improperly assembled to the suction/irrigator, or generator power set too high. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Mfg date: manufacture date is not known. (B)(4).

Event description:
It was reported that the shealth melted.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the shealth melted